Event description:
The customer reported that the device failed to shock.

Manufacturer narrative:
The customer reported that the device failed to shock. A philips field service engineer evaluated the device. The therapy pca was replaced to resolve the issue.